Manufacturer narrative:
The impacted product was received by the failure analysis lab on december 17, 2020. The investigation of the returned device was completed by the failure analysis lab on december 29, 2020. Device evaluation summary: during the visual inspection of the device, an area of missing material measuring approximately 0.4 cm x 0.5 cm was observed on the posterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to a primary breast augmentation a 350cc mentor memorygel breast implant was ruptured out of the box. A new 350cc mentor memorygel breast implant was used to begin the procedure. The device did not contact the patient and there were no patient consequences.